Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, tender and sore, nodules, whitish lumps, redness, and biofilm are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings; treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment, possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Postmarket surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported injecting a patient in the marionette lines, oral commissures, and vermillion border with one syringe of juvéderm vollure¿ xc and in the cheeks with one syringe of juvéderm voluma® xc. Around 4 months later, the patient was injected with 48 units of botox® to the glabella, perioral, periorbital, chin, and dao. That same day, the patient¿s face felt tender and sore. Two weeks later, there was swelling in the cheeks, right side lip was swollen, and the chin was lopsided. The patient had large nodules in the marionette lines and oral commissures, and whitish lumps in the lower lip. The lumps were worse in the right oral commissure and right marionette line. The patient had swelling in the cheeks and their face felt very tender with redness. That same day, the patient was treated with biaxin, ciprofloxacin, zyrtec, and was told to sleep elevated. The physician was worried about biofilm. Two days later, the physician treated the patient with 300 units of hyaluronidase in the lower face. After two days, the patient started taking the prednisone. A week and a half later, the physician treated the patient with 150 units of hyaluronidase. After a week, the physician treated the patient with 200 units of hyaluronidase to right oral commissure and right marionette line. The patient was taking prednisone 20mg per day, was still taking the zyrtec, and was still taking the antibiotics. The patient had a small lump in the left tear trough area laterally and was treated with hyaluronidase in the tear trough. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00051 (allergan complaint #(B)(4)). This MDR is being submitted for juvéderm voluma® xc.